Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported not getting symptom control/had a problem sometimes and asked how high the ins could be set. It was reviewed that the ins has the capacity to go to 8.5v. The patient said, "that makes sense because they weren't able to go any higher than 4 or 5." The call center asked what the patient was seeing on their patient programmer (pp) that prevent them from increasing. They asked if it was the upper limit screen, but the patient didn't know. The call center offered to help the patient check settings to ensure the ins was on/troubleshoot, but the patient declined and said they would talk to their healthcare provider (hcp) about it. The patient did say they would check to make sure therapy was on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the inability to increase the stimulation was because the meter was set at a low amount (5.00). They had an appointment to have it raised on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they did not see the patient but they were scheduled for (B)(6)2017.